Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station application was not launched automatically due to a software issue. A technical support specialist reinstalled the rss and modified the drive path to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system unexpectedly stopped responding and went to blue screen, which hindered users from accesing the required medication for a patient. This incident resulted in a delay in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.